Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was mid left anterior descending artery. The physician treated the lesion with an unknown taxus liberte stent. Following the index procedure the patient experienced restenosis in the proximal left anterior descending artery. The patient was hospitalized and a target vessel re-intervention was performed at another facility. The target vessel was 3.00mm diameter and 12.0mm in length with 90% stenosis. A non-bsc stent was implanted. Post procedure there was 0% stenosis. The physician determined the event was possibly related to the taxus stent. A non bsc stent was implanted in the lesion.

Event description:
It was further reported that the target lesion had a reference vessel diameter of 2.50 mm and length of 20.0 mm was visually 90% stenosed. It was treated with pre-dilatation, placement of a 2.50x20 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications on aspirin and clopidogrel bisulfate. In (B)(6) 2010, the patient was diagnosed as "angina at rest." It subsided after having medicines. In (B)(6) 2011, coronary restenosis was confirmed, and pci was performed. The patient did not have ischemic symptom. The lesion in prox lad (B)(6) with reference vessel diameter of 3.00 mm, length of 12.0 mm, and visually 90% stenosis was treated with placement of non bsc stent. Residual stenosis became visually 0%. The patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).